Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. Reported event of suture detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with mesh procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the suture broke while the physician was pulling out the capio device. Nothing was left behind the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.